Event description:
I had laser skin resurfacing done approximately one yr ago. The fraxel restore laser was used. My skin texture has changed for the worse. I have a cobble-stone appearance to my facial skin and my face is extremely sensitive to the sun. This laser needs to be studied further. It is dangerous. Yet, it's marketed as a "safe" treatment.